Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01733; 3005168196-2018-01734.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s) and a penumbra coil detachment handle (handle). During the procedure, the physician successfully placed two coils using a lantern delivery microcatheter. The physician then advanced a pc400 to the target location and attempted to detach it using the handle, however, the pc400 did not detach despite making two attempts. The physician opened a new handle and then successfully detached the pc400 in the target location. The physician then attempted to place another pc400, however, while manipulating the pc400 within the microcatheter, the pc400 unintentionally detached. The physician therefore removed the lantern with the detached coil inside. The physician then re-inserted the same lantern and completed the procedure with additional coils. There was no report of an adverse effect to the patient.